Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The severely stenosed de novo target lesion was located in the left anterior descending artery. Access was obtained from the femoral artery. The lesion was predilated with a maverick 1.5 and a maverick 2.0mm balloon. The physician was unable to position the 2.5 x 16mm liberte bare mr stent delivery system at the lesion so it was removed. Once removed it was noted that there was deformation ot the stent struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a liberte-veriflex monorail stent delivery system (sds) with the original product mandrel and the stent protector. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The second row of distal struts were stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage and the reported crossing difficulties. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The severely stenosed de novo target lesion was located in the left anterior descending artery. Access was obtained from the femoral artery. The lesion was predilated with a maverick 1.5 and a maverick 2.0mm balloon. The physician was unable to position the 2.5 x 16mm liberte bare mr stent delivery system at the lesion so it was removed. Once removed it was noted that there was deformation ot the stent struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.